Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging error 2 strip issue. The reporter alleged receiving display message of error 2 when inserting strips. The reporter tried test strips with different lot numbers, and is not a strip issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.